Event description:
Information was received indicating that the patient had been seen in emergency rooms for possible concerns of infection and neck swelling. The patient was prescribed antibiotics. There was no noted trauma or patient manipulation that contributed to the infection. The patient then underwent an explant procedure. The device history record was reviewed for the lead and generator. Both were sterilized prior to leaving the manufacturing facility. No device return is expected. No other relevant information has been received to date.